Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick2 monorail balloon ruptured at 6 atm on the first inflation during pre-dilation. The calcified lesion was located in an unk vessel. A semi compliant balloon was used to successfully complete pre-dilatation. The procedure was successfully completed with another maverick2 balloon. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.